Manufacturer narrative:
Sequencing interpretation: the molecular presence of cytosine and thymine at the polymorphic site that is indicative of the kell (k/k) antigen would normally represent a heterozygous k/k individual, as was reported by hea beadchips heae2536_7 and heag4146_2. Sequencing uncovered a known silencing (k0) mutation in intron 3, kel*02n.06 (kel c.223+1g>a, rs369569464), which silences cellano (k) expression2.

Event description:
The customer reported a possible discrepancy. The donor is k+ using the bioarray hea molecular beadchip kit; serology results were k-.